Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after a recent fall and weight loss, patient experienced ineffective therapy. Lead diagnostics showed high impedances on both leads. Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.